Event description:
Pt went to operating room for removal of his port-a-cath (mediport) because chemotherapy was completed. Port was removed w/o difficulty. Routine f/u appointment 6 weeks later included a cat scan that showed 14 cm catheter piece retained in pulmonary artery. Catheter was successfully retrieved and no adverse outcomes resulted.